Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed that the complete lead was returned and dried body fluid was found through out the lead lumen. The conductor coils were found to be deformed at 234, 383 and 445 mm from the terminal pin. This is due to lead on lead abrasion 820 - 827 and 865 - 869 mm from the terminal pin.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. It was explanted and successfully replaced. To date, there have been no adverse patient effects reported.